Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump module did not alarm when there was an occlusion. The customer provided additional information on 17 april 2026. The event occurred on (B)(6) 2026 at 9:30am. The staff claimed that the patient's IV was clamped on the patient side, but the pump had never alarmed and registered like it gave the whole bag of methylprednisolone succinate. The patient's treatment was delayed by 15 minutes due to having to re-start the infusion, but it was noted that no additional medication intervention was provided to the patient. The methylprednisolone succinate had an intended rate of infusion of 400ml/hr with a concentration of 250mg of methylprednisolone in a bag of 100ml of normal saline. 0ml had infused over 15min, although the pump believed it had infused the entire bag. The infusion site used for this infusion was a bd nexiva ref# (B)(4). Staff reports that the line was clamped at the infusion site.